Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the left knee always had pain, failure to integrate aseptic loosening. Dr. (B)(6) removed the femur, tibia, poly and keel and patella was kept.

Manufacturer narrative:
Updated device information, event and evaluation codes. Product kpontp35 was not revised.